Manufacturer narrative:
The device was returned for evaluation. A visual examination was performed, and the following were observed: the liner was fully expanded. The distal tip opened along the axial score line and was torn radially, along the distal edge of the liner. Radial and angled score lines are present. The liner was fully delaminated circumferentially, approximately 1" from the distal tip. C-marker is present. Two kinks were noted on the sheath shaft approximately 2.5" and 3" from the distal tip. There was partial liner delamination at the location of the kinks. There was liner stretching due to kinks and liner bunching. There were scratches on the sheath shaft. There was a sheath puncture next to the kink, approximately 2.5" from distal tip. A tear was noted at the stretched portion of the distal liner. Imagery was provided and the following were observed: device imagery: liner fully delaminated circumferentially. Sheath shaft kinked at two locations. Liner tear observed. 3mensio: tortuosity and calcification were present in the patient's access vessels. The degree of tortuosity and calcification were reported as "low". Calcification appears prevalent around the bifurcation/abdominal aorta (where withdrawal of the delivery system through sheath would occur). Vessel size appears sufficient for use of the 14f esheath+ (greater than or equal to 5.5mm). The complaints for kinked sheath, sheath liner delamination, damaged sheath, sheath puncture, sheath distal tip torn, and sheath liner torn are confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per imagery review, calcification appears prevalent around the bifurcation/abdominal aorta (where withdrawal of the delivery system through sheath would occur). Additionally, scratches were noted on the sheath shaft, which could be indicative of calcified vessels. Per the training manual, "ensure the balloon is completely deflated." Incomplete deflation may cause the balloon to be more susceptible to catch on to the sheath during withdrawal and lead to liner delamination and/or liner tear. As withdrawal difficulty was experienced, the pull force required to withdraw the balloon could lead to delamination or tearing of the sheath liner. Additionally, the pull force in combination with the presence of calcification may lead to the observed sheath puncture, sheath damage, and sheath kinks. As such, available information suggests that patient factors (calcification) and/or procedural factors (withdrawal of altered balloon profile, device manipulation) may have contributed to the kinked sheath, sheath liner delamination, damaged sheath, sheath puncture, and sheath liner torn. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel calcification and tortuosity near the aortic bifurcation. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Calcification can also lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip in the process of advancement. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the torn distal tip. However, a definitive root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist (fcs), during a transcatheter aortic valve replacement procedure by transfemoral approach, a 26mm sapien 3 ultra resilia valve was successfully implanted; however, when it was time to remove the commander delivery system, it would not pass through the esheath. The delivery balloon was caught on the distal sheath tip in the descending aorta, just above the bifurcation. The balloon was fully deflated, the delivery system was coaxial and unflexed, and the flex tip was pulled back to the last triple marker. The sheath and balloon were removed together as a unit, with the nose-cone and balloon advanced out of the sheath, over the wire, while under x-ray. The patient had a perforation in the descending aorta in the left common iliac, just at the bifurcation, that was unable to be repaired with stents in the cath lab, and the patient had to be taken to the or for vascular repair. The provided device-related photo was reviewed, and the following was observed: liner fully delaminated circumferentially, liner torn, and sheath shaft kinked at two locations. Pre-deco observations showed sheath puncture and hdpe strand at the distal tip of the sheath. The perceived root cause was either the balloon was not fully deflated or had a small degree of waste and that caught on the sheath tip. The physician did pull a second negative on the balloon, but the fcs believes the sheath tore on the initial effort to remove the delivery system.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06155.